Event description:
Zoll pads failed during routine crash cart checks. Tried a new set of pads on the zoll and the testing passed. The original failed pads tried on a different zoll and failed again. It was therefore determined it was the pads that were the issue. Lot # 1125a.